Event description:
A report was received that the patient will undergo a lead replacement procedure due to high impedances on multiple contacts.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient will undergo a lead replacement procedure due to high impedances on multiple contacts.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the physician replaced the lead, lead splitter and ipg. The devices were replaced due to suspected malfunction. Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Manufacturer narrative:
The source of the complaint was verified to be the associated infinion lead. Infinion lead sc-2316-50, s/n (B)(4): device evaluation for the lead indicated that all cables were fractured at the bent/kinked section of the lead body, 1 cm from the clik nchor set screw mark. There are no exposed cables. Lead splitter sc-3400-30, s/n (B)(4): the device revealed no anomalies. Ipg sc-1132, s/n (B)(4): passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient will undergo a lead replacement procedure due to high impedances on multiple contacts.